Manufacturer narrative:
Sample has been returned for investigation. The results of the investigation are not available at the time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: the mouthpiece was found damaged upon inspection. No pt injury reported.